Manufacturer narrative:
The incorrect ins was system reported with the leads in rr transaction #3004209178-2024-16296, however this has been corrected and any additional new information will be reported through the following rr #(B)(4). H3: analysis not yet completed; additional supplement report will be submitted once analysis has been conducted and completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024, the patient had surgery to replace her 0-7 lead with high impedances and her battery (no complaint against the battery, replaced so patient would not have to have surgery again in 3 years when the battery reaches eos). Hcp opened the pocket and disconnected the leads from the battery, he put the 0-7 lead into the 8-15 battery slot and it gave all ¿red¿ when checking connections. Somehow hcp mixed up the leads and cut/ removed the 8-15 lead that we planned on keeping, since he did this both leads were explanted and he attempted to implant new leads. He was able to get the first lead in and at his target t8/t9. The second lead he attempted placement multiple times, but due to her anatomy (scar tissue, arthritis, stenosis, and scoliosis) he was unable to advance the lead and ended up only implanting 1 lead. The one lead implanted, the patient reported good stimulation coverage.

Manufacturer narrative:
H2: additional information was received and a correction was made to update the correct implantable neurostimulator (ins) that was system reported with the patient's leads. The incorrect ins was system reported in rr transaction (B)(4). However, this has been corrected and any additional new information will be reported through the following (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.